Manufacturer narrative:
E1 patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set detachment event on (B)(6) 2025.the site of detachment was tubing connector. The infusion set was in use for 2 days. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6003017 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code tubing detached from tubing-tubing connector. Complaint investigation results: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples,10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set - the lot 6003017 was manufactured according to version 77 and packaging in the multivac 12, on 07/sep/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3h04068 was manufactured according to the wi version 26 assembled in the quickset line, on 07/sep/2023, with a total of (B)(4) units. The lot 3h04066 was manufactured according to the wi version 26 assembled in the quickset line, on 10/sep/2023, with a total of (B)(4) units. Gluing of quick set: the lot 3h04053 was manufactured according to the wi version 39 in the gluing of quick set machine mp05, on 31/aug/2023, with a total of (B)(4) units. The lot 3h04051 was manufactured according to the wi version 39 in the gluing of quick set machine mp08, on 06/sep/2023, with a total of (B)(4) units. The lot 3h04050 was manufactured according to the wi version 39 in the gluing of quick set machine mp05, on 04/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 15-may-2025 against malfunction code tubing detached from tubing-tubing connector and lot 6003017 with no other complaints have been registered in database for the same lot 6003017 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.